Event description:
It was reported that an alert tripped for an impedance jump on the pace/sense portion of the right ventricular lead. The right ventricular lead also had high impedance, high thresholds and frequent non-capture, thousands of short interval counts, noise and a possible fracture. During changeout of the device, noise was seen on the pace/sense electrogram of the new device. The lead tested normally with the analyzer. However, a second device was attached to the lead and noise was still seen. An attempt was made to replace the lead, but the superior vena cava was occluded. The lead was later explanted and replaced. The second device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.